Event description:
It was reported that the atrial lead had perforated and was removed. It was also reported that there was a right ventricular (rv) lead warning for high impedance during the removal of the atrial lead. The rv lead remains in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.